Manufacturer narrative:
Concomitant medical products: 310c29, valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rare far field r-wave oversensing and intermittent atrial undersensing were noted on some stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.